Event description:
In (B) (6) 2007, I had the product radiesse suggested to me and injected by a physician. I was unaware of the contraindications of the product and as a result signed a consent form. Between 2007 and (B) (6) 2008, I became sensitized to the product. On the left side of my face I developed chronic sinusitis. I was completely unaware of what was happening, and asked the physician if I should see an e.n.t. He said "yes", and proceeded to inject. Within 2 days, I had swelling, and left eye drooping. I walked outside, and felt an intense pressure and pain in my face. I started having difficulty breathing and did not know what was happening to me. I took two benadryl and laid down on my side. I lost control of my right hand, and couldn't speak, and my stomach began to spasm, I don't know how long it lasted. This was around 5:30 in the evening, so at a 11:00 pm, I went to the e.r. My o2 saturation was 92%. I couldn't speak very well, and I think they misdiagnosed me due to discharging me without any diagnostic testing. I went home and at 3 am I went to a major hospital where I was seen by trauma doctor. I still could not speak very well, and they ordered a CT scan of my brain. My entire maxillary sinus was completely filled on the left side with mucosa thickening and serosanguinous fluid. In addition, they found a cavernoma in my splenium of this corpus callosum. They told me I had to take steroids, which is another contraindication of the product. My condition is a result of an allergic response, the doctor spreading the radiesse and infection systemically. This product is not allergy tested, and not one doctor I've spoken to seems to know the contraindications of this product. As a result I have what's similar to cns lupus. I flew to (B) (6) and met with a neurosurgeon and medical examiner. They think I had a massive bleed. In addition to that I have inflammatory disease, carotid vascular disease in my left carotid and middle cerebral artery, cluster headaches, and trigeminal neuralgia. It destroyed my immune system. I've also had pylori, salmonella typhi fever, food poisoning as a result of induced auto immune disease. It has been diagnosed and is a result of the circumstances described above. I am asking the FDA to please investigate my claim, and require allergy testing, and doctors to inform their pts of allergic reaction and or contraindications. Dose or amount: prefilled tube/applicator, frequency: not sure, route: other. Dates of use: (B) (6) 2007 - (B) (6) 2008, twice. Diagnosis or reason for use: deep dermal filler. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? Yes.